Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, the battery life was less than expected. It was reported that there was no damage to the battery compartment or cap and there was no evidence of moisture or corrosion in the pump. Review of alarm history indicated that replace battery alarms were not preceded by a low battery alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-aug-2019 with the following findings: a review of the pump black box data showed frequent low battery warnings observed in the alarm history. During testing, the pump current draws measured within specifications. The complaint of a battery life issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.